Manufacturer narrative:
The customer resolved the issue with beckman coulter customer technical support (cts). (B)(4).

Event description:
The customer reported a reagent pack was incorrectly loaded onto the reagent carousel involving unicel dxc 600i synchron access clinical system. The customer located the incorrectly loaded reagent pack and discovered a second incorrectly loaded reagent pack, which was not punctured. The customer stated there were no erroneous results or ind (indeterminate) flags generated from the reagent packs. The customer stated patient results were not affected. Beckman coulter customer technical support (cts) performed troubleshooting with the customer.